Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in tube with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: foreign material on the tube.

Event description:
It was reported that there was foreign matter in tube with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: foreign material on the tube.

Manufacturer narrative:
H.6. Investigation summary: 1 photo was received; fm on catheter was observed from the photos.1 actual sample was returned for investigation.a clear fm as observed on the catheter of the sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The fm was subjected to ftir analysis. The results showed that the spectrum of the fm matched with spectrum of epoxy resin. Conclusion: the probable root cause could be due to the production technician did not change the gloves after performing epoxy change / troubleshooting at epoxy dispense station. The epoxy on the gloves may have transferred to the product.